Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The unit was return to the service center where the service technician replaced the data acquisition to motor controller cable, gas delivery system and filters to address the reported issue..